Manufacturer narrative:
Product analysis :functional evaluation with sample rod and solera 5.5/6.0 mas found implant able to be fully tightened without issue.the implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent adolescent idiopathic scoliosis correction surgery. Intra-op, the set screw was final tightened but then moved along the rod when the surgeon tried to distract off of the screw head. The set screw did not hold. The stripped set screw added some time to the surgical procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.